Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that in one infusion set, the tubing detached at the quick release. The patient observed that insulin was coming out of the tubing after about one hour of set change. No further information available.